Manufacturer narrative:
Loosening at the interface between the bone and patella implant contributed to the patella peg fracture although the evaluation could not determine the cause of loosening.

Event description:
Patient complained of a loose patella. Index surgery occurred on (B)(6) 2014. The surgeon performed a revision on (B)(6) 2020 and, upon removal of the patella, reported that one of the posts had broken off.